Manufacturer narrative:
The facility replaced the head cylinder, slider extrusion and the associated hardware to repair the bed.

Event description:
Alleged the head section frame is dislodged from the seat section extrusion and the head cylinder shaft is bent.